Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection and the incision site was red and swollen. The icm was explanted and is no longer in use. No patient complications have been reported as a result of this event.